Event description:
A surgeon reported an alleged an inaccuracy during a thoracic spine procedure with the stealthstation s7, which may have contributed to misplace screws that needed to be revised at a later date. The surgery was completed with the use of the stealthstation s7 system.

Manufacturer narrative:
A medtronic rep tested system after surgery and could not replicate the issue and found the system functioned accurately. Surgeon acknowledged hammering on pak needle to go through cortex bone and not verifying pak needle through remainder of the surgery. Medtronic rep instructed surgeon on proper procedure to sustain geometry. Software investigation has not been completed as of the date of this report.